Manufacturer narrative:
The host module was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The host was installed into a calibrated system. The system was turned on but would not boot-up properly. It was determined the host was missing its two hard drives. Two hot bed hard drives were installed into the host module and the system was then able to boot up. No nonconformities or issues were observed during start-up and the system turned on and functioned normally. Various operations on the system were tested and all functions were nominal. The system was restarted several times and no issues were observed and the reported events of system freeze or shut down were unable to be replicated. No functional issues were found with the returned the host module. However, since the hard drives were not returned the reported events are unable to be verified and the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The host was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported display issue and system locking can be attributed to a nonconforming host. However, how or when the module became nonconforming cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the start up of the system the display was cut in half and the system locked. A system message was not displayed. There were no procedures scheduled. There was no patient involvement.